Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name: product ID 8578 (lot: hg8agx702); product type: 0184-catheter; implant date (B)(6) 2025; explant date medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider via a manufacturer representative regarding an implantable infusion pump infusing gablofen (2500mcg/ml at 939.4mcg/day). It was reported that during the pump replacement procedure, the physician was attempting to remove the pump but accidentally disconnected the pump connector unintentionally. The pump connector was damaged. They tried to aspirate twice unsuccessfully. A back table prime was performed and the connector was replaced.

Event description:
Additional information was provided from a healthcare provider (hcp) via a company representative stated that the pump connector was not returned. However, they will confirm the information with the customer.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.